Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and allege insulin pump was under delivering. The customer¿s blood glucose level was 400 mg/dl which was treated with manual injection. Customer was experienced symptoms like difficulty in breathing. Customer stated that insulin pump system had not been use within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. The customer stated that the drive support cap was normal. The insulin pump and reservoir will not be returned for analysis.